Event description:
Unable to fully engage the boston svc and rv oh pins into the header block chambers. Lead df1 pins only just positioned beyond set screw. 12 mm at most. Enough to lock pin but could not position pins fully into chamber. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).